Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A lot number was not provided so a DHR review could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends for unintended extubations were observed. A root cause fo the unintended extubation could not be determined. Hollister will continue to monitor this reported issue. Since the lot number was not known, only the di portion of the UDI is known.

Event description:
It was reported that a patient had an episode of coughing / retching earlier with attempts to wean off propofol, to the point og was coughed out and ett was coughed out to 20cm from confirmed depth of 24. It was reported that the chest x ray image was reviewed and noted ett to be not in trachea. It was then reported that the oxygen increased to 100% for preoxygenation for impeding airway exchange when the misplaced ett seemed to be functioning adequately as a supraglottic airway. It was reported that the md team then exchanged ett without difficulty.